Event description:
Addendum: additional information/adjudication minutes were received for this (B)(4) study patient. Adjudication minutes review: the adjudication minutes received have adjudicated the events previously determined to be a transient ischemic attack (tia) as a cerebrovascular accident (cva). The neurological consultation was performed two days after the index procedure and this was the day listed in the file as the event date. However, according to the adjudication minutes the event date was actually the day of the index procedure/occurring after the procedure. It is the same event. As such, the event date will be changed to correspond with the adjudication determination. Additionally, as the adjudication notes, the symptoms resolved fully in greater than 24 hours and although the patient did not receive additional treatment the patient did require additional hospitalization. As such the event will be made reportable and the code changed to cerebrovascular accident.

Manufacturer narrative:
As reported by the (B)(4) study, the patient experienced a transient ischemic attack (tia) two days after the index procedure. The target lesion was located in the ostium of the left internal carotid artery (ica). The patient was symptomatic prior to the procedure. The lesion was described as 80% stenosed, 30 mm in length, non-thrombosed, arch type I, eccentric, ulcerated, with no calcification. The reference vessel was 5.5 mm in diameter and non-tortuous. A 6 mm angioguard was deployed beyond the target lesion. The lesion was pre-dilated and a 10x40 mm precise pro rx stent was successfully implanted. The angioguard was retrieved with no debris in the basked. Residual stenosis was 10%. No dissection occurred during the procedure. There were no air bubbles present during the procedure. The patient left the angiography suite with no neurological deficit. The afternoon following the procedure, the patient developed right-sided ataxia. Two days after the index procedure, the patient experienced a tia. There was no visual field loss, hemiparesis, hemineglect, or hemitaxia. Medical records confirm that the event resolved completely. The patient was discharged in stable condition. According to the investigator, the event was not related to cordis product. The event was related to the index procedure. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: the cc has been updated to reflect receipt of the adjudication minutes. Adjudication minutes received have adjudicated the events previously determined to be a tia as a cerebrovascular accident. As reported by the (B)(6) study, the patient experienced a transient ischemic attack (tia) two days after the index procedure. The target lesion was located in the ostium of the left internal carotid artery (ica). The patient was symptomatic prior to the procedure. The lesion was described as 80% stenosed, 30mm in length, non-thrombosed, arch type I, eccentric, ulcerated, with no calcification. The reference vessel was 5.5mm in diameter and non-tortuous. A 6mm angioguard was deployed beyond the target lesion. The lesion was pre-dilated and a 10x40mm precise pro rx stent was successfully implanted. The angioguard was retrieved with no debris in the basked. Residual stenosis was 10%. No dissection occurred during the procedure. There were no air bubbles present during the procedure. The patient left the angiography suite with no neurological deficit. The afternoon following the procedure, the patient developed significant right side ataxia, minor facial paralysis and mild to moderate sensory loss. Two days after the index procedure, the patient experienced a tia. There was no visual field loss, hemiparesis, hemineglect, or hemitaxia. Medical records confirm that the event resolved completely and the patient was discharged in stable condition. The product was not returned of analysis; however, a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15396796 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No units were rejected during the final assembly of this lot. No nonconformance records were issued for this lot. No excursions were found for lot 15396796. Cerebrovascular accident is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death; 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.